Event description:
It was reported that before a whipple procedure, the handpiece was not working. The generator reads an error code when connected, unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.